Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
The technician confirmed the event of heating up and noted that the driveshaft bearings were corroded.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Investigation will begin upon receipt of device and a follow-up will be filed.